Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer stated that "the flexvision monitor looked grey, and without image. "This occurred during a procedure".